Manufacturer narrative:
(B)(4). Device code (B)(4) : incorrect anatomy, guide wire/fdw selection. Medical devices: guide wire: viper wire, atherectomy device: diamondback 360 coronary orbital atherectomy system. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Additionally, the IFU warns: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The investigation determined that the reported difficulties were likely user related. It is likely that failing to use the barewire filter delivery wire contributed to the inability to retrieve the filtration element and the filter coming off the wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the emboshield nav6 embolic protection system was used off-label with a non-abbott atherectomy device and a non-abbott guide wire in the right superficial femoral artery. There was a lot of calcium in the filter basket and during retrieval, the filter basket was full and would not collapse into the sheath. It was then that the non-abbott guide wire broke. A snare device was used to remove both the filter basket and guide wire tip. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.